Event description:
It was reported that during a declot procedure on a synthetic graft, the basket on the ptd went through the wall of the graft and/or into the anastomosis. The ptd was successfully removed and the damaged area was closed using a balloon catheter. There were no add'l complications.